Event description:
The customer reported a cine disk failure error. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board and cine hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.